Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the leas was checked visually, electrically, and mechanically. During the visual inspection, deep cuts were found in the insulation, which are probably a result of the explantation process. Blood had entered the lead at that site. During the mechanical inspection, a mandrin could not be inserted into the lumen of the lead without problems. Further analysis showed remains of coagulated blood on the entire inner conductor helix, which prevented a complete advance of the mandrin and thus a test of the functioning of the fixation mechanism. These coagulated blood residues probably originate from the explantation of the lead. The analysis did not show any other deviations that could be related to the clinical complaint. The measured electrical values were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 6 weeks, increased pacing threshold values (about 3.8 v @ 1.5 ms) were reported. The lead was repositioned, with the originally good pacing threshold values deteriorating again intraoperatively after a brief time. After several repositioning attempts, the lead was exchanged. A suspected insulation defect of the lead was observed. The lead was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.